Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave oversensing. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.